Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced an unspecified sensor issue after sensor insertion in the abdomen. The sensor was inserted in the evening, and the patient went to bed during sensor warm up. She woke from deep sleep feeling hypoglycemic and sick and noticed the sensor failure. The symptoms the patient experienced included headache, sweating, and she thought she might pass out. She had no glucometer at home. She self-treated by drinking a soda and went to the clinic in the morning on (B)(6) 2023. The duration of the sensor failure and time between self-treatment and clinic visit was unknown. At the clinic diagnostic labs were drawn and she was diagnosed with hypoglycemia, high blood pressure, and an anxiety attack. She was given tylenol and some unspecified medication to raise her blood glucose level. She was also prescribed medications which she cannot recall the name and dosages given. She was then cleared to go home and purchased the prescribed medications through a pharmacy on her way home. On (B)(6) 2023 she returned to the clinic for a follow up check, and the healthcare provider prescribed a blood glucose meter for future self-testing. After the event, her condition stabilized. At the time of the report, the patient was okay. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.